Manufacturer narrative:
Evaluation result: brake link assembly.

Event description:
It was reported by service report that the brakes are very hard to engage and the patient foot left caster is not engaging. No patient involvement or adverse consequences are reported.